Manufacturer narrative:
Follow-up # 1 ¿ (12/27/2014). The patient¿s meter has been returned on 12/11/2014 and evaluated by lifescan product analysis on 12/16/2014 with the following findings: the meter involved with this complaint had no testing performed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/reporter contacted lifescan to report that her onetouch ultra2 meter kit was missing the lancets. The complaint was classified based on the information obtained by the customer care advocate (cca). On the (B)(6) 2014 at 6:00pm, the patient reported that her meter system kit was missing lancets. The patient detailed that she manages her diabetes with insulin (self-adjuster) and denied taking any action regarding her usual diabetes management regimen in response to the missing products. The reporter claimed that ¿24hours¿ after noticing the missing products she developed symptoms of ¿dizzy, cold sweats¿ but reported that she did not receive any treatment. At the time of troubleshooting, the cca noted that the closure seal on the packaging was intact prior to opening. Cca educated the patient on the correct contents that come with the meter kit and confirmed there were no missing products; lancets were in the carry case. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.